Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-02836, 2015691-2018-02837, 2015691-2018-02838, 2015691-2018-02844.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Reporting and capture are being done conservatively. The exact dysrhythmias were not specified in the article and no additional patient or procedural factors were provided that could determine a root cause. It is likely that pressure from the implanted valve on the cardiac structures contributed to the reported but unspecified conduction disorders that required a permanent pacemaker insertion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), per article: ¿short-term outcome and hemodynamic performance of next-generation self-expanding versus balloon-expandable transcatheter aortic valves in patients with small aortic annulus¿, a total of 246 patients with symptomatic severe aortic stenosis and small annular dimension underwent transfemoral tavr at 5 centers in germany. An accurate neo device size s was implanted in 129 patients, whereas 117 patients received a sapien 3 size 23 mm prosthesis. The 2 patients suffered a stroke. The 19 patients had vascular complications (minor and major). The 11 patients had a bleeding (minor, major and life-threatening). The 14 patients had a permanent pacemaker implanted. The 1 patient suffered a cardiac tamponade.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.